Manufacturer narrative:
(B)(4).

Event description:
It was reported to covidien that sensor was not providing reading. Sensor was sent to covidien for eval. Failure investigation verified a different failure that sensor was providing low readings. No pt harm reported.